Event description:
Customer reported micropore (B) (4) did not adhere to skin and venous dialysis needle became dislodged resulting in blood loss (~1000 cc) and hospitalization of pt to receive blood transfusions (packed red blood cells). Pt is recovering.

Manufacturer narrative:
3m initiated a voluntary recall of micropore single-use rolls ((B) (4)) on 1/25/10 and have notified (B) (4) of this action. 3m filed for a remedial action exemption on 2/18/2010. On 4/19/2010, 3m was notified by FDA that the rae was received but that the remedial action is yet to be classified. 3m should continue to file mdrs. The delay in filing this MDR was due to a misunderstanding of how of rae process works.